Manufacturer narrative:
Initial reporter phone number: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) contamination was observed by the laboratory personnel. The customer stated a confirmatory test was performed and there was no patient impact. The following information was provided by the initial reporter: " as the protocols is always do a confirmatory test, no results were used for treatment and no one was injured. "The client has five bottles of blood cultures that were positive in the sequence for b.cereus. However, this does not fit the patients' clinic or the hospital's pre-analytical conduct. The client is reporting that the contamination comes from the bottles, from inside them. I know the entire quality process of bd and the incidence of this microorganism in this "suggestion of quality deviation", so I just needed to substantiate it better with the certificate of analysis of that batch attached. This way I can be more incisive in the investigation of probable pre-analytical errors, such as in the collection ". There is no safety related issues "

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) contamination was observed by the laboratory personnel. The customer stated a confirmatory test was performed and there was no patient impact. The following information was provided by the initial reporter: " as the protocols is always do a confirmatory test, no results were used for treatment and no one was injured. "The client has five bottles of blood cultures that were positive in the sequence for b.cereus. However, this does not fit the patients' clinic or the hospital's pre-analytical conduct. The client is reporting that the contamination comes from the bottles, from inside them. I know the entire quality process of bd and the incidence of this microorganism in this "suggestion of quality deviation", so I just needed to substantiate it better with the certificate of analysis of that batch attached. This way I can be more incisive in the investigation of probable pre-analytical errors, such as in the collection ". There is no safety related issues."

Manufacturer narrative:
H.6. Investigation: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required.